Event description:
This is a solicited report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. On (B)(6) 2012, the patient began hemodialysis. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h11h09050 and h11h31070. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.